Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 5/24/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the returned sample was received consisting in packaging components (folding carton, implant card & labels) and preloaded system pcb00 device. Visual evaluation was performed. Lens was stuck in cartridge. Pcb00 returned disarmed. The device was observed bent. Preloaded device was in advance position. No damage to the cartridge or cartridge tip was found. It was too hard to remove the lens from the cartridge to address the condition reported. Complaint issue reported ¿haptic detached¿ was not verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. Corrected data: in the initial MDR, section h6 conclusion code was inadvertently not populated with code 67. The following section has been updated accordingly: section h6: investigation conclusions: 67- no problem detected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the left eye and removed during the same procedure as the trailing haptic was missing/detached. No further information is available.